Event description:
It was reported that the tip of the screwdriver broke off during surgery. The tip was immediately retrieved and although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. Visually confirmed driver tip broken, with approx. 4mm of the driver tip missing and not returned for analysis. Optical and microscopic examination reveal a quasi-brittle fracture, with some indication of torsional component. No indication of fatigue. Angulation of fracture plane and river lines suggest bend stress overload as the mechanism of failure, resulting in the foregoing event.